Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot#: va23nmc, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the stage 1 trial was working fine but the day of the call the patient was unable to go above 0.4 ma. It was reviewed that there was a possible connection issue, but the rep was not with the patient for troubleshooting. The rep noted they would meet with the patient the day of the call. It was noted that the trial began on (B)(6) 2019 on a second call, the rep reported the patient had pulled the whole gray wire, the cable disconnected, snapped, and severed. The patient was doing fine, and they did have great success with the trial, so they were going next week for the stage 2 implant. On (B)(6) 2019 the rep reported that the lead was damaged and had migrated from the patient during their trial. The rep indicated that stretching had occurred, and the patient must have gotten it caught on something. The rep reported the damaged lead was removed and a new lead was inserted. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va23nmc, serial# implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep). The provided the explant date of the device. No further complications were reported/expected.